Manufacturer narrative:
(B)(6). This lot was manufactured february 15, 2018 ¿ february 20, 2018. Two devices were received for evaluation. Visual inspection on the two units via the naked eye noted the bladder has been ruptured. Microscopic examination was performed and no signs of abnormality were found on the ruptured bladder. The reported issue was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermates ruptured during filling with 0.9% sodium chloride. The balloon ruptured ¿vertically¿. There was no patient involvement. No additional information is available.